Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported than an occlusion alarm occurred. Reportedly, there were large air bubbles in the cartridge tubing and infusion set tubing. A new cartridge was loaded to address the event. Blood glucose ranged from 250-600 mg/dl with large ketones. Bg was addressed a manual injection and insulin delivery was resumed.